Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) began emitting beep tones 24 hours after implant. An interrogation of the ICD noted a warning message. The ICD and lead were removed.